Manufacturer narrative:
The reported blade involved with this event was returned for evaluation and the reported failure blade breakage and fit to handpiece was confirmed. As the complaint details, the blade was broken while the surgeon attempted to remove the excess material from the uncompleted cut out. The blade couldn't be mounted in the handpiece properly due to this uncompleted cut out. Manufacturing has been notified of this complaint.

Event description:
It was reported that during an ankle joint procedure, the blade broke at the mount upon removal, upon inspection, one of the mount holes was blocked. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during an ankle joint procedure, the blade broke at the mount upon removal, upon inspection, one of the mount holes was blocked. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.